Event description:
Medtronic received information that at upon removing this venous cannula from the inferior vena cava at completion of the procedure, a split was noticed in the cannula. There were no adverse patient effects. No further information was received and the product was not returned for analysis.

Manufacturer narrative:
(B)(4): evaluation method: device history could not be reviewed as no lot number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, no follow up report will be submitted.